Manufacturer narrative:
(B)(4). Batch # r59j5c. Device evaluation: the analysis results that one plee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. However, the cut was noted to be jagged due to a damaged knife. It is possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please explain more about the item that was ¿dislodged at the proximal end of the jaws of the stapler¿? Was this part of the cartridge reload? If so, was it retrieved from the patient and accounted for? Or, was the jaw of the endocutter damaged? Please explain. Response: ¿nothing was lodged in the stapler. It appeared the endocutter was damage. It was not the reload.¿

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after four firings with gold reloads, the doctor inserted a blue reload in the stapler, gore buttressing and the blue reload wouldn't fit into the jaws of the stapler. The scrub tech swished the jaw of the stapler with saline, used forceps to clean out any material in the jaws but there was nothing in the jaws of the stapler. A second blue reload was tried, inserted the second blue reload in the jaws of the stapler and the reload wouldn't seat into the jaws of the stapler. The scrub tech noticed something was dislodged at the proximal end of the jaws of the stapler, preventing the insertion of the blue reload. A second like stapler and the second blue reload was used to complete the procedure. There were no patient consequences reported.